Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the up and down arrow buttons were not responding on the keypad. The reporter denies damage to keypad or exposure to water.